Manufacturer narrative:
Patient identifier, date of birth or age, sex, and weight is not available for reporting. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported during an unknown surgical procedure on (B)(6) 2017, the torque limiting handle with quick coupling did not torque appropriately. It is not known if procedure was delayed due to this issue. No patient harm was reported. This report is for one (1) torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed as part number 03.614.035 with lot number(s) 87625-040 is a lot/batch controlled item. The manufacture date of this item is march 18, 2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 03.614.035, lot 87625-040: release to warehouse date: march 18, 2010. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed. A functional test was performed and the results all ran high on all 16 lobes. The returned instrument has exceeded the expected instrument life (three years), therefore any recalibration could not be assured. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No new malfunctions were identified during the investigation. Relevant drawings for the instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.